Event description:
It was reported that during a vacuum assisted breast biopsy procedure, surgeon wanted to mark the biopsy site using the marker. She inserted the marker applicator into probe and deployed the marker by pushing on the plunger. She felt some resistance while doing so. After deployment, she withdrew the applicator slightly out of the probe and turned the mammotome probe 180 degree before withdrawing the entire probe out of the breast. After withdrawing the probe, she realized that the collagen plug was "seated" in the aperture of the probe and that the tip of the applicator was sheared off. It was unknown if the tip was left in the patient`s breast. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.